Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited an increase in right ventricular (rv) lead impedance measurements since implant. At implant, pacing impedances measured 500 ohms and thresholds measured 1.6. Six months ago, impedances measured 1147 ohms and thresholds measured 1.9 now impedances are measuring 1647 ohms and thresholds measure 2.7. The field representative was wondering when a lead safety switch would be triggered. Technical services discussed when a safety switch would occur and raising the upper limits. The field representative was going to raise the limit to 2500 ohms and re-program the device. All other impedances were noted to be stable and there were no observations of noise. At this time, the device and rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited an increase in right ventricular (rv) lead impedance measurements since implant. At implant, pacing impedances measured 500 ohms and thresholds measured 1.6. Six months ago, impedances measured 1147 ohms and thresholds measured 1.9 now impedances are measuring 1647 ohms and thresholds measure 2.7. The field representative was wondering when a lead safety switch would be triggered. Technical services discussed when a safety switch would occur and raising the upper limits. The field representative was going to raise the limit to 2500 ohms and re-program the device. All other impedances were noted to be stable and there were no observations of noise. At this time, the device and rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.